Event description:
While implanting the valve in the or, a forceps came into contact with the valve with some intensity and resulted in breakage of the disk. The valve had to be removed and a new one inserted. The pt did not experience any harm.